Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na (B)(6). (B)(4). Investigation summary: a device history record review was completed for provided material number 301036 and lot number 0079591. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a case label. The label has the expiration date missing. It was observed that the printer only printed "- -" instead of the full date. Investigation conclusion: based on the investigation and with the analysis of the photo sample the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: it could be possible for this defect to occur if the case label printer has a jam and didn't print the label properly.

Event description:
It was reported that 3 syringe 50ml s/t bns were missing label information. The following information was provided by the initial reporter: material no.: 301036 batch no.: unknown. It was reported that cases are missing the expiration date. Per email: we have received 2 more cases on po (B)(4) and 1cs on po (B)(4) that do not have the expiration date on the case. We are completely out.